Event description:
It was reported that there was difficulty assessing ventricular capture on the vegm nonmagnet strip, and it noted by manufacturer's technical service representative that the dual egm problem may be occurring. No patient complications have been noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.